Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the top aligner cracked their top right incisor. Their two crowns are now sensitive to touch and have numb sensation up through their right cheek. Their bottom aligner, patient reports, needed to be bent to fit. This is causing pain to their back left molar and the tooth next to it.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.